Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: the incident product was q-syte joint, the obstetrics and gynecology nurse in the first hospital found that the joint leaked during the infusion process, resulting in the waste of liquid medicine.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the photograph submitted for evaluation which displayed a q-syte being held. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use leakage occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: the incident product was q-syte joint, the obstetrics and gynecology nurse in the first hospital found that the joint leaked during the infusion process, resulting in the waste of liquid medicine.